Event description:
It was reported that the patient returned to the catheterization lab to replace the catheter. An ekos endovascular device, 106x12cm was selected for unilateral use. The catheter was placed in the pulmonary artery, at which point lysis, coolant, and ultrasound were initiated. The patient was moved to the ICU for continued therapy. After approximately 45 minutes, an error e311 was observed on the control unit (cu). Troubleshooting steps included flushing the catheter, exchanging the catheter interface cable (cic), and connecting the cic to a different cu channel, none of which resolved the error message. Catheter connections were confirmed to be dry with no bent pins. As troubleshooting was unsuccessful, the patient returned to the catheterization lab and the ekos endovascular device was replaced. Following catheter replacement, the error e311 was still observed on the cu. Therapy was completed by using the second ekos endovascular device as a standard infusion catheter without the use of ultrasound. The procedure outcome was good without the use of ultrasound. There were no reported adverse consequences to the patient.